Event description:
On (B)(6) 2023, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services they experienced an infection following a manual drain. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell count were taken in the outpatient clinic on (B)(6) 2023; however, the outpatient clinic is still awaiting results for both tests. The patient was diagnosed with peritonitis due to a break in aseptic technique during pd therapy at home. It was believed the break in aseptic technique was more than likely during a ccpd treatment on the liberty select cycler as he underwent one manual exchange in recent weeks and undergoes ccpd therapy 7 days a week per their prescription. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient is recovering from this event as their symptoms are resolving. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler following this event.